Event description:
During a percutaneous coronary intervention, a cypher 3.0/23 failed to cross the target lesion. As the physician retrieved only the stent delivery system, he felt friction and decided to withdraw the entire system from the pt. He later confirmed a flare at the distal end of the cypher stent. The physician also admits feeling some friction while delivering the cypher stent, but denies using any excessive force during the delivery. Another cypher stent of the same size was successfully implanted after pre-dilating with an unknown. Femoral access was chosen to access the left mid anterior coronary artery (lad7), targeting a de novo lesion that was moderately calcified and moderately tortuous with 95% stenosis. A 6f launcher guiding catheter was used to engage the coronary and a run-through guide wire was used to cross the target lesion in the left mid anterior coronary artery. Moderate calcification and moderate tortuosity was noted from the proximal end of the lad to the target lesion at lad7. Prior to delivering the cypher stent, which failed to cross the lesion, an unknown 2.5/15mm balloon ruptured during pre-dilation. Another unknown balloon of the same size was used to conduct pre-dilation. Intravascular ultrasound confirmed full dilation of the stent.

Manufacturer narrative:
Difficulty was reported in removal of the cypher stent delivery system (sds) after it was unable to be delivered to the lesion in the mid left anterior descending artery (lad). Friction was noted during withdrawal and the physician decided to remove both the sds and guide catheter as a single unit. Upon removal, the stent was found flared at the distal end. The procedure was completed with another cypher and there was no injury to the pt. Indication for the initial evaluation of this male pt is unknown. The lad was a moderately calcified and moderately tortuous vessel with 95% stenosis. The safety and effectiveness of the cypher stent has not been established for use in lesions that may not be amenable to angioplasty and is contraindicated for use in tortuous area. During pre-dilation the unknown balloon ruptured. Pre-dilatation was conducted with another balloon, and during advancement of the 3.0 x 23 mm cypher stent, slight friction was noted and the device would not cross the lesion. The report suggests that the physician first attempted to remove only the sds but because of friction removed the devices as a single unit. Inspection of the returned product confirmed that the proximal stent struts were uplifted. The stent was received mounted over balloon between marker bands. Cypher was inserted/withdrawn through a 6f cordis guiding catheter and no resistance was experienced even with the damaged condition of the stent. Stent crossing profile was measured and was found within specifications. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Resistance/friction reported was not confirmed. Based on the clinical info and the product evaluation, it appears that vessel characteristics and procedural factors may have contributed to the event as reported. There is no evidence to suggest that the issues are manufacturing related.